Manufacturer narrative:
(B)(4). Photo evaluation: the image provided by the customer was that of an nslg2s35 instrument and its open sterile package. From the image, there is no way to conclude the root cause as to why the instrument did not work as expected. Because the instrument was not return our evaluation is limited. Although no conclusion could be reached as to the reported issue, it should be noted that our manufacturing process verifies the functionality of the instrument prior to shipping.

Manufacturer narrative:
(B)(4). Did the surgeon attempt to manually open the jaws with his fingers? If no: was the device on a vessel/artery when it would not open? If yes, how was the device removed? (I.e. Cut off, forced opened) if cut off, did this cause a change in the plan of care for the patient? Did the removal cause any damage to the vessel/artery? If yes, what is the damage and how was the damage repaired? Did the surgeon continue the case with this same device?

Event description:
It was reported that during a cystectomy procedure, camera worked for ten minutes, after imposing on voronko-pelvic ligament, the jaws of the apparatus samkuris not open, coagulation lasted but the handle is not open. The unit was disconnected from the generator, the generator is restarted, but the jaws are not loosened. The jaws of the apparatus cannulise on the patient when removing the apparatus the fabric was injured. Took another device to complete the procedure. There were no adverse consequences for the patient.